Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/25/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17671998l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: smartablate generator, us catalog #: unknown, serial #: unknown. Non biosense webster inc. - stryker reprocessed biosense webster, inc. Coronary sinus catheter. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient, approximately in her (B)(6), underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 450 ml of fluid. Patient was reported to be in stable condition. Patient remained in the hospital overnight for observation. Patient fully recovered. Physician is uncertain as to causality and the location of the injury. Although the pericardial effusion was discovered during the use of biosense webster, inc. Products, it is thought that the injury was not caused by the ablation catheter or ablation and that it most likely developed during mapping phase (prior to ablation). It was noted that the physician believes that the pericardial effusion may have either been a result of a perforation during placement of the stryker reprocessed coronary sinus catheter or a result of an injury sustained during difficult catheter manipulation during mapping secondary to the patient¿s atypical anatomy and small heart. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode with power between 20-35 watts. There is no further information regarding generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as the physician does not believe that the injury was a result of ablation. Overall ablation time was approximately 40 seconds. Last ablation cycle time was approximately 10 seconds. Irrigated catheter flow was set at 8 ml/min during low flow and 15 ml/min during high flow. Patient received anticoagulant during the procedure with activated clotting times (acts) maintained between 250-350 seconds. There is no information regarding shaft proximity interference value. The thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter, as there was no other catheter in the chamber. The thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
It was reported that a female patient, approximately in her (B)(6) underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter. During the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 450 ml of fluid. Patient was reported to be in stable condition. Patient remained in the hospital overnight for observation. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).